Event description:
"The user was out with her/his walker and was going up on a sidewalk when the front fork broke and the wheel came off. Have been exchanged and scraped"

Manufacturer narrative:
The legacy is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged event occured in (B)(6).